Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.